Manufacturer narrative:
H3,h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed pendant into test system. System and pendant boot as expected. Pendant keys are still functional, but several are worn and need excessive pressure to be applied to function. Visual inspection shows the pendant laminate is starting to lifting/ bubbling up from around the keys and worn pendant. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: 04420 0023 rev. 1: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The manufacture representative went to the site to test the imaging system and replaced the pendant. Loaded pendant firmware. Verified all pendant buttons were working. Completed system checkout. System was fully functional. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the buttons on the pendant were unresponsive. There was no patient involvement.